Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly initiated operating system update during an undisclosed catheterization laboratory procedure. Customer asked technical support specialist to halt the update process. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device (recorded in work order (B)(4) and reported that the device was confirmed operational once connection to the internet was restored and system data synchronized. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly initiated operating system update during an undisclosed catheterization laboratory procedure. Customer asked technical support specialist to halt the update process. Patient or user harm was not reported.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly initiated operating system update during an undisclosed catheterization laboratory procedure. The customer requested the technical support specialist to halt the operating system update process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 23-may-2021 to 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly initiated operating system update during the procedure. A field service engineer set up wi-fi and software update had resumed on the anesthesia systems to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device